Manufacturer narrative:
A vyaire technician reviewed the logs and screen shot of service screen of the unit. According to the technician it is more likely that the reported issue of the customer was caused by a defective o2 pressure regulator. Restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Scar sc-ch-20-002 has been initiated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 alarmed 388 (no o2 dosing possible). The issue occurred during patient-use and the device was replaced with another ventilator. At this time, there is no information regarding patient harm associated with the reported event.